Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was found that this lead was dislodged. There was medical intervention, but the device remains actively implanted.